Event description:
I had a total hysterectomy in 2003 and was left with one ovary. I suffered numerous problems afterwards and was told that a second surgery was needed for total pelvic organ prolapse. The second surgery was done in 2007 by urogynecologists. The surgery was about 6 - 7 hours. I was told that mesh was placed in about 4 - 5 sections abdominally as well as a leaf of mesh was put in vaginally. The doctor told me after the surgery that it could "possibly" start to erode in as little as 7 years if I did not quit smoking. I was never informed about the erosion until after the surgery was completed. I instantly had more problems, especially with pain. I had more problems with incontinence now than prior to surgery. Most times when I would move, turn, stretch or sometimes for no reason at all, I would wet myself. After finally talking to the doctor, he scheduled me for another surgery, which involved I believe a tvt sling, that went around the area between the bladder and urethra. That was in 2007. I called the doctor several times because I knew something was wrong. I had mesh erosion and he tried to remove it in his office with no pain meds and I about passed out. Since that visit, I went elsewhere and dr. Removed mesh vaginally in 2008, and I am scheduled again in 2008 to have mesh removed vaginally, but this time, it's the mesh that was put in abdominally. I am in pain constantly, I have a bloody discharge, a lot of scar tissue and was told to have sex to manipulate the scar tissue. I am widowed divorcee with a minor child at home and no one to help me or to have sex with, I did try to have sex and the pain was unbearable. My life has went down hill since the mesh and sling were put in me and I am getting worse and unable to work and was told to not be on my feet for more than 15 mins. Dates of use: #1: 2007 - 2009, implanted in my body; #2: 2007 - 2009. Diagnosis or reason for use: #1: pelvic organ prolaps, incontinence; #2: incontinence.